Manufacturer narrative:
The tech found the casters wheels were cracked. He replaced the casters and the brake assembly to repair the bed.

Event description:
Info received indicates the brake will not hold.